Event description:
It was reported that patient is undergoing radiation therapy and device has had 2 power on resets occur. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates power on reset (por) occurred. A write to locked random access memory por was recorded on (B)(6) 2010 at and on (B)(6) 2010. It was noted that the por severity is low. The device should be able to fully recover after the reset. Parity errors are known to occur with high probability in patients who receive linear accelerator x-ray radiation for cancer therapy.